Event description:
It was reported that during colon procedures, the ligasure "devices were locking-up when the physician was using them." No patient injury was reported by the user facility.

Manufacturer narrative:
It was reported that three devices would "lock-up" during colon procedures. None of the devices were returned to stryker sustainability solutions (sss) for an evaluation. Procedure dates were not provided and information such as lot number, serial number, expiration date, and manufacture date for the devices is all unknown. Based on passed evaluations, the type of incident reported can be caused by clamping on large, rigid tissue. The design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, the user does not place too much tissue in the jaws during use. If the jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws, or injury resulting to the user or patient. Sustainability solutions' instruction for use state: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.